Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (missing segments). Analysis also found the lcd lens and one side bail cover were broken. Encoder flex was damaged (crimped). (B)(4).

Event description:
It was reported the device was dropped, broken display. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.